Manufacturer narrative:
Device availability- was device returned and date of return; manufacture date notification was received from bioengineering stating that the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. A review of manufacturing records did not identify any anomalies. A review of the complaints database did not identify any anomalies. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Event description:
The revision surgery of the liner and the head was conducted on (B)(6), 2014 at the current hospital due to the frequent recurrence of dislocation. It was noted the black corrosion around the neck junction and necrosis of the surrounding tissue when removing the head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.